Manufacturer narrative:
The device was not made available to stryker for evaluation. The customer advised that the device was returned to use. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer

Event description:
The customer contacted stryker to report that their device powered off by itself repeatedly. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No further response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself repeatedly. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.